Event description:
The physician at hospital attempted arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure. It was reported the sheath was inserted over a guide wire and advanced into the right common femoral artery without difficulty. The guide wire was then removed. The foot of the device was deployed. The needles were deployed and then the foot was parked. After cutting the sutures from the needles, it was reported the physician encountered "some resistance" during an attempt to remove the device. It was reported further pulling of the device was attempted to overcome the resistance. The device was then reported to break at the junction of the metal curve and foot. The sheath remained in the artery. The proximal portion of the device was retrieved out of the patient. The patient was taken to surgery emergently for device retrieval and repair of the right common femoral artery. The patient was reported "to be doing fine now". There is no report of further adverse patient sequelae.